Manufacturer narrative:
(B)(4). If additional information becomes available a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. Also dr. (B)(6) found blue and black plastic parts - probably parts of the safety valve. Valve had to be changed by dr. (B)(6). Neither patient injury has been reported, nor surgical intervention - changing only of the valve. The valve is taken from a new set.

Manufacturer narrative:
(B)(4)-09/30/2015 additional information: no lot #available, original implant date (B)(6) 2014, alcohol pads are used to disinfect. Healthcare provider is performing daily pleural drainage procedure, it might be possible the nose was bent prior to breaking off.